Event description:
Since rptr had this screw implanted she has hurt constantly. She had to have another surgery since that but hasn't had the screw removed. This screw was supposed to help heal her, she was told, but it didn't. When rptr had the screw put in she was not told about the problems it causes and how it makes one hurt but now she sees just how stiff and painfull it is. If rptr had known what she now knows she never would have had the screw put in. Rptr continued to have back pain and it got worse as time passed. She still has the screw in her spine and along with the the pain also.